Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began ¿in the evening, about a week ago¿ when a reading of ¿8.2mmol/l¿ was obtained using the subject meter and compared to a reading of ¿4.8mmol/l¿ obtained using an accucheck aviva device. Both readings were taken within 30 minutes of each other and were from the same blood sample. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with a combination of diabetes medications, specifically ¿victoza, glumetza and levemir¿. In response to alleged elevated result, the patient reported taking an additional 2 units of levemir insulin at 11.45pm. The patient stated that they did not develop any symptoms due to the alleged issue. The patient also denied receiving any medical intervention due to the alleged product issue. At the time of troubleshooting, the csr noted that the correct testing procedure was being used and that the meter was set to the correct unit of measure. The csr was unable to walk the patient through a control solution test and the issue remained unresolved. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 11/13/2014 and 11/13/2014, evaluated by lifescan product analysis on 12/1/2014 and 12/10/2014 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.